Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013. During the procedure, the device was not cutting properly and was not holding power from the motor drive unit. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.